Event description:
It was reported that on (B)(6) 2024, a patient received a novasure procedure without complications. Following the procedure the patient suffered from pain, nausea and vomiting. Additional follow-up with the physician reported that the patient was a 39-year-old with 2 prior c-sections and the ablation was without issue. Patient was seen at the emergency room and a CT-scan revealed gas bubbles in the uterus and fluid in the abdomen. No other concerning findings. The patient was contacted the next day and was feeling much better and the nausea had resolved. No additional information received.

Manufacturer narrative:
Lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.